Event description:
The initial reporter stated they received discrepant results for two patient samples tested with gluc3 glucose hk gen.3 on a cobas 6000 c501 module. No questionable results were reported outside of the laboratory. The first sample initially resulted in a glucose value of 134 mg/dl and it repeated as 94 mg/dl. The second sample initially resulted in a glucose value of 126 mg/dl and it repeated as 94 mg/dl. This sample was repeated on a second analyzer, resulting in a value of 86 mg/dl. The glucose reagent lot number was 67182001, with an expiration date of 31-jan-2024.

Manufacturer narrative:
The field service engineer checked the probe and replaced rinse tubing. Calibration was performed and was acceptable. The water quality was checked. Patient samples were repeated and repeated acceptably. Quality controls were acceptable. The investigation determined the service actions resolved the issue. H3 other text : na.